Manufacturer narrative:
Device evaluation: the lens was returned in a vial. Visual inspection of the returned product found no visible damage to the lens. Claim # (B)(4) .

Manufacturer narrative:
Device evaluation: the lens was returned in a vial. Visual inspection of the returned product found no visible damage to the lens. Claim # (B)(4) .

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, diopter -14.0/+2.0/166 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was repositioned. On (B)(6) 2017 the lens was exchanged for the same size lens, similar diopter, due to the patient experiencing lens rotation not associated to a low vault. The problem was resolved. As of the date of MDR reporting the lens has not yet been returned.